Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department with loss of capture (loc). Additionally, noise, high out of range impedance measurements, high capture thresholds, and pacing inhibition were observed. The patient experienced asystole of greater than two seconds. A temporary lead was placed due to this patient being pacing dependent and a revision procedure was performed. During the procedure, a lead fracture was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported.